Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardic pacing and shock therapy while running. The patient reported passing out. Technical services discussed reprogramming options with the patient's health care provider. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.